Event description:
It was reported that pt in the nicu was receiving vamin through a long line, which was humg at 2100 hours. By 0330 hours the pt developed hypoglycaemia. All lines checked and were found intact and no leaks were noted. Half-hour later a leak was noted on the bed. The long line and device were found to be blocked. They were replaced and no further leakage was noted. No patient sequelae were reported.